Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil was fractured at distal end of terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted. It is suspected that the ra lead was fractured. The physician felt that he may have over torqued the lead as he felt a small snap while screwing it in. The right atrial (ra) lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.